Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damage to r-unit (another term for the charged coupled device), component failure of the ccd unit (charged coupled device). A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage to r-unit (charged coupled device unit), image is purple and has noise. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had noise image during inspection for use. There were no reports of patient harm.